Event description:
It was reported that the wake button became detached from the pump. There was no reported impact to customer's blood glucose. The customer reverted to an alternate form of insulin therapy.